Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-00058. It was reported a fluoroscopy confirmed the patient's leads migrated. As a result, the patient underwent surgical intervention on (B)(6) 2016 where the patient's model 3186 lead was repositioned and the model 3286 lead was explanted and replaced with a different model. Reportedly, effective stimulation therapy was achieved following the procedure.